Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up visit, low, out of range, low voltage lead impedance issue, lead insulation damage and no capture issue was observed on the lead. Lead was explanted and a new lead was implanted. Patient is recovering.